Event description:
The surgeon inserted a cc4204bf collamer plate lens but removed the lens during the same surgery due to not liking the way the lens fit in the capsular bag. The incision was enlarged to remove the lens and another lens was implanted. Sutures were required to close the wound. The reporter stated the event was not product related, there was a problem with the capsular bag.

Manufacturer narrative:
Evaluation - visual inspection of the returned product found no visible damage. There was evidence of clear surgical residue. Conclusions - the root cause of the event was the surgeon changed his mind for another type lens due to not liking the way the lens fit in the capsular bag.